Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/02/2015 with the following findings: during investigation, a visual inspection of the pump showed that the battery compartment was cracked on the side of the threads to the case seal. There was visible corrosion/rust inside of the battery compartment. A leak test was performed and confirmed a battery compartment leak. The pump was opened and evidence of moisture was found on the printed circuit board, transceiver and other internal components of the pump. Unrelated to the complaint, investigation revealed that the display was dim, faded and discolored. Also unrelated to the complaint, the audio bolus button was found to be damaged/punctured. The audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).